Event description:
It was reported in an article in the journal "journal of medical imaging and radiation oncology" titled, "necessity of performing a routine chest radiograph following the insertion of tunnelled hickman catheter under imaging guidance: a single center experience", a retrospective review was performed of patients who received a tunnelled hickman catheter. The incidence of pneumothorax was 0.06% (one case). There were two cases of right common carotid artery puncture, one case of right internal jugular vein dissection and one case of left internal jugular vein perforation by the guidewire. Two cases (0.12%) of superior migration at the level of the right subclavian vein and left brachiocephalic vein. One case of malpositioning of the tip of the hickman catheter inside the right atrium was reported. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Kato k, gan c, rhodes a. Necessity of performing a routine chest radiograph following the insertion of tunnelled hickman catheter under imaging guidance: a single centre experience. J med imaging radiat oncol. 2023 aug;67(5):482-486. Doi: 10.1111/1754-9485.13479. Epub 2022 sep 26. Pmid: 36161771. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "journal of medical imaging and radiation oncology" titled, "necessity of performing a routine chest radiograph following the insertion of tunnelled hickman catheter under imaging guidance: a single center experience", a retrospective review was performed of patients who received a tunnelled hickman catheter. The incidence of pneumothorax was 0.06% (one case). There were two cases of right common carotid artery puncture, one case of right internal jugular vein dissection and one case of left internal jugular vein perforation by the guidewire. Two cases (0.12%) of superior migration at the level of the right subclavian vein and left brachiocephalic vein. One case of malpositioning of the tip of the hickman catheter inside the right atrium was reported. The current status of the patient was unknown.

Manufacturer narrative:
H11: kato k, gan c, rhodes a. Necessity of performing a routine chest radiograph following the insertion of tunnelled hickman catheter under imaging guidance: a single centre experience. J med imaging radiat oncol. 2023 aug;67(5):482-486. Doi: 10.1111/1754-9485.13479. Epub 2022 sep 26. Pmid: 36161771. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported vessel perforation and pneumothorax as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalog number), g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.